Event description:
It was reported that the deployment system broke. A intellamap orion catheter was selected for a atrial fibrillation ablation procedure. During the procedure the physician reported that he had difficulties with deploying the basket. After the catheter was removed inspection of the distal part of the catheter showed hat the deployment system was broken. The procedure was completed with this device. No patient complications occurred.

Manufacturer narrative:
Visual inspection shows a bent deployment shaft and kinks located approx. 5 and 17.5cm from the distal side of the handle strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the deployment system broke. A intellamap orion catheter was selected for a atrial fibrillation ablation procedure. During the procedure the physician reported that he had difficulties with deploying the basket. After the catheter was removed inspection of the distal part of the catheter showed hat the deployment system was broken. The procedure was completed with this device. No patient complications occurred.